Event description:
It was reported that during an infusion through a neonatal PICC line, the clinician observed blood backing up in the line. The clinician also alleged that the pump module required an increased amount of time to alarm for an occlusion when the clamp was engaged. According to the report, the patient experienced hypoglycemic events and subsequently required removal and replacement of the central line; however, no long-term adverse effects were noted. The customer's device configuration included the occlusion alarm set to selectable mode with a default threshold of 350 mmhg and auto-restart set to 5. During troubleshooting, the bd clinical consultant recommended adjusting the pump mode and lowering the default selectable occlusion threshold to between 75-150 mmhg, as well as setting auto-restart to 0. The facility utilizes pressure-sensing discs for all syringe infusions; the occlusion threshold on the disc was set at 1000 mmhg. The clinical consultant discussed limiting pressure-sensing disc use to critical infusions; however, the customer declined any configuration changes.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had infusion reflux, lines back up was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.